Manufacturer narrative:
Efforts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this device due to an unspecified issue. No adverse patient effects were reported.

Manufacturer narrative:
This section contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that a red alert had been generated for this device due to an unspecified issue. No adverse patient effects were reported.additional information received indicated that high out of range shock impedance was noted. This implantable cardioverter defibrillators (ICD) device remains in service. No adverse patient effects were reported.